Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported a charging issue. There was no patient involvement. The field service engineer confirmed the battery had a charging issue. The field service engineer replaced the battery and the issue was resolved.